Event description:
Caller reported that pump battery would not charge. There was no adverse impact to customer's blood glucose level. Caller attempted various troubleshooting steps, including using different wall outlets and adapters, but the issue persisted. Technical support decided to replace pump, and the caller was instructed to use multiple daily injections (mdi) as backup therapy.